Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released and was inactive. There was no reported patient injury. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Event description:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released, and was inactive. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician was certified in the use of exoseal vcd, and the device was stored and prepared per the IFU. No visible signs of damage were observed on the device or packaging prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed the femoral artery¿s suitability, including an appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No visible calcium or plaque was noted, and there was no vessel tortuosity, nearby stents, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The vessel at or near the puncture site did have stenosis greater than 50%. The site had not been closed with any device or manual compression within the previous 30 days. Hemostasis was achieved through manual compression. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and sheath introducer were removed together 1¿2 seconds later. Upon removal, the plug was fully contained within the shaft and had not fallen out or been partially deployed. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) could not be released, and was inactive. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure with an antegrade approach. The physician was certified in the use of exoseal vcd, and the device was stored and prepared per the IFU. No visible signs of damage were observed on the device or packaging prior to use. A non-cordis catheter sheath introducer was used. Angiography confirmed the femoral artery¿s suitability, including an appropriate insertion angle, and the vessel diameter was verified to be at least 5 mm. No visible calcium or plaque was noted, and there was no vessel tortuosity, nearby stents, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The vessel at or near the puncture site did have stenosis greater than 50%. The site had not been closed with any device or manual compression within the previous 30 days. Hemostasis was achieved through manual compression. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and sheath introducer were removed together 1¿2 seconds later. Upon removal, the plug was fully contained within the shaft and had not fallen out or been partially deployed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18353620 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vascular closure device (vcd) deployment difficulty unable" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Additionally, it was reported that an antegrade approach was used.the precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size orextraluminal device position may be limited¿. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.